Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the devices were in disconnected mode. A field service engineer checked the remote support service and confirmed that all stations were back online. The fse also contacted the pharmacy, connected remotely, tested, and verified that the machines were functioning properly. Additionally, the fse determined that a short outage on the hospital side had caused the issue, but it was resolved. The system functioned as intended after the field service engineer tested the device.